Event description:
The international customer reported that while the v60 unit was being used on patient, ¿vent inop 1006: da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) failed¿ was displayed and the unit became inoperative. The unit was turned on then it started up but it was replaced with second v60 as precaution. Error code 1006 was displayed when v60 was slightly moved (within a distance that does not require disconnecting power cord). The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
(B)(6). Device evaluation: the unit was received at the international service center. The technician identified that communication failure occurred when load was applied to the da (data acquisition) - mc (motor controller) cable. Additionally, review of the diagnostic error log confirmed the reported error code occurrence. Resolution and disposition: data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable was replaced, and mc retention bracket was attached to correct the problem.